Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the error log, and no issues were noted. The ccc entered diagnostics mode remotely and ran a check on the integrated multisensor technology (imt) module and probe without issues. Ccc reset the system and recalibrated the imt system. After a power flush, standard a values were high. Ccc dispatched a siemens customer service engineer (cse) to the customer site. After evaluation of the instrument, the cse discovered the rotary valve failed a leak test. The cse disassembled, cleaned, and rebuilt the rotary valve. The cse also replaced the aliquot probe as the coating was beginning to come apart. A quick check and quality controls were run, resulting within range. The cse ran a precision study on electrolytes, and standard deviation was acceptable. The cse also found dried material in the imt drain, and cleaned it. The cse replaced and realigned the imt probe. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension vista 500 instrument. Only the discordant result of patient sample (B)(6) was reported to the physician(s). The customer repeated the samples on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.